Event description:
A (B)(6) male pt contacted zoll customer support to report that his device is telling him to check the electrode belt. Upon review of the pt's flag files zoll customer support reported asystole events. The pt was issue a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages and asystole event) have been confirmed. Upon eval, the q1 transistors and r6 resistors in ECG "a" and ECG "b" were shorted resulting in noise on both the fb and ss channel. The cause for the adjust belt or check belt alarms and the asystole event was the noise on both channels. The cause for the noise was the shorted transistors and resistors. The root cause of the shorted transistors and resistors could not be positively identified. No adverse event resulted from the shorted transistors and resistors. The pt rec'd a replacement electrode belt.